Event description:
It was reported that the system 6600 locked up during use. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Preventative maintenance was performed. The system was tested and found to be working as intended and placed back into service.